Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''general risks failure balloon burst'' was unable to be confirmed due to unavailability of returned product/ applicable imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of complaint history did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description ''the 29mm commander delivery system balloon burst on deployment. There was bulky calcified non-coronary leaflet. The patient had moderate calcium in the annulus and severe calcium in the sino-tubular junction''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) may have contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for aortic stenosis, with a 29mm sapien 3 valve, the 29 commander delivery system balloon burst on deployment. There was a bulky calcified non-coronary leaflet. The team was able to remove the balloon from the sheath successfully with no adverse effects to the patient. Per the fcs, the initial reporter did not allege the edwards devices were deficient. The balloon was fully inflated when it burst. The patient had moderate calcium in the annulus and severe calcium in the sinotubular junction. The lot number of the commander delivery system is currently unknown.